Event description:
It was reported that the device, implanted in 2001, most likely presents a short cut between electrode channel 1 and ground. There is no accident or trauma known. A revision surgery is considered.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.